Manufacturer narrative:
DHR review: DHR records were reviewed and found to be conforming. Trend analysis: trend has been identified. A medical device notification which is referenced, was sent on september 03, 2015 to the customers who may have received one or more of the affected products. Compatibility check: the compatibility check could not be performed as only one product was reported to us. The product compatibility check is not relevant for one product only. Review of incoming information: it was reported that the packaging was compromised. No further information received. The "urgent medical device notification", which was sent on september 03, 2015 to the customer, describes the issue on the packaging of the zimmer natural nail cm long- cephalomedullary nails. Devices analysis: a device analysis could not be performed, as the device was not returned for investigation. Possible causes for the reported event: contaminated device will be used due to packaging is defective due to wrong transportation conditions. Damage of implant system due to packaging is defective due to wrong transportation conditions. Contaminated device will be used due to packaging is defective due to inadequate storage/handling conditions. Contaminated device will be used due to unintended unwrapping of device packaging. All listed causes are possible as the plastic seal, and the carton were broken. The sterility of the implant could be affected. It is possible that the package got broken during transportation, inadequate storage and/or handling. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. DHR records were reviewed and found to be conforming. The results of the investigation showed that this issue is likely a problem due to inadequate transportation and/or handling outside zimmer (B)(4) control. Products with compromised packaging would not be released to the market. Compromised packaging could have occurred due to a shock to the packaging e.g. If the package fell down or due to mishandling in the storage/hospital or during transportation. Measures were implemented to adjust the packaging of the zimmer natural nail system. Zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A medical device notification which was sent on september 03, 2015 to the customers who may have received one or more of the affected products. The customers were advised to locate affected products, inspect for potential damages, quarantine damaged products and contact a zimmer (B)(4) representative for return of the damaged products via complaint. The packaging in the case at hand was reported as a response to the notification letter. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported, that on (B)(6) 2015 the packaging of a znn cmn nail 10mmx34cm 130 r was found to be compromised.